Manufacturer narrative:
(B)(4). Affected rpm: mcp00703309#rpm 20-320 single roller pump. (B)(4). Device manufacture date: 06/2015 . A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during a preventative maintenance the rpm programmed as art, when the technician simulated a bubble or level error, the art module stopped as normal but at low flows/rpm when it restarted after resetting the bubble/level alarm, a very quick display of the message "overload" appeared. By low flow /rpm it`s meant 0.33lpm/7 rpm. No patient was involved. (B)(4).

Manufacturer narrative:
The reported incident occurred during a maintenance / service there was no patient involvement. During a maintenance check, the maquet technician simulated an error with caused a flow alarm. He asked the service department if they could try to replicate this same error to see if they received the same alarm. The service department could not replicate the same error in their workshop using a similar device. The technician informed that the device was returned to the customer and was continued to be used. No issue has been reported by the customer.

Event description:
(B)(4)